Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 393 mg/dl after disconnecting from the ilet and using multiple daily injections for approximately 12 hours, then contacted support and was assisted in reconnecting to the ilet to resume therapy. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation in blood glucose without hospitalization or medical intervention beyond re-establishing therapy. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the event was attributable to interruption of ilet therapy and delayed insulin administration while on multiple daily injections, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user management of therapy during device disconnection was the primary cause.